Manufacturer narrative:
Investigation is still ongoing.

Event description:
It was initially reported by implant patient registry through receipt of an implant data card that, post transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the valve was abandoned/wasted. However, upon investigation of the reported event, the valve was successfully implanted in an off label aortic insufficiency case, in a patient that received an left ventricular assist device one month prior due to severe heart failure. Per report, the valve migrated later that evening and covered the inflow of the left ventricular assist device. The patient decompensated, and the sapien 3 ultra resilia valve was surgically removed. It is unknown why the edwards valve migrated. There were no allegations of an edwards device deficiency.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for valve migrated was confirmed based on the available information to date. A review of the device history report, and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the instructions for use and training manuals revealed no deficiencies. It should be noted that valve was implanted within a pure aortic insufficiency (native lack of calcification) for this case. Therefore, it was off label operation. Since this case was pure aortic insufficiency (native annulus and leaflet without the calcification), which could lead to inadequate anchor of implanted valve to the target site (native annulus), and resulting in valve migration. As such, available information suggests that procedural factors (off label operation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.